Event description:
It was reported the device was used during a thoracotomy procedure. It was reported by the affiliate that the clips failed to close around a bleeding vessel before being released by the device. It was reported that open clips were being fired into the thoracic cavity. There was no pt consequence.

Manufacturer narrative:
D6; device returned with no batch identification.